Manufacturer narrative:
Additional information received: the patient received an abre self-expanding stent for treatment of nutcracker syndrome compression of the left renal vein and pelvic congestion syndrome ¿ patient underwent stent placement in the left renal vein. It was reported that the abre stent was inappropriately sized causing the stent to migrate. Shortly after the procedure, it was discovered that the stent migrated from the left renal vein to the right ventricle of the patient¿s heart. Attempts were made to remove the stent endoscopically but was unsuccessful. Later that day the patient underwent open heart surgery to remove the stent that had migrated, and the patient has a large scar on their chest. Patient had to endure painful and protracted recovery. Patient has also developed atrial fibrillation. Patient also require additional surgery for the removal of sternal wiring. No further patient information received medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an abre venous stent was placed to the left renal vein according to the instructions for use. Later that day, the stent was noted to have migrated to the right atrium. Attempts at endovascular retrieval was not successful and patient required sternotomy and cardiopulmonary bypass to remove the stent.